Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1351 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rep received a product complaint from hospital for our groshong 3 fr basic kit (7715305). After catheter insertion within 24 hr they found a leakage in the catheter, so they told us they will going to remove the catheter. 10-sep-2020 information received from customer: the leakage was external so whenever they infuse any medication or saline that was leaking, no blood leakage. PICC was placed so blood exposure was there. Some delay happened in medication delivery but they called the ir who placed the PICC and he managed to repair the line with the second repair kit inside the kit which they kept safely, after that they are using the same line for all medication. As per the details provided by the dr their was some damage in the catheter externally and they managed to repair that. Staff managed to repair and use the same line. It was stated the nurse who placed this line is experienced and always uses a 10cc syringe for medication infusion and flushing.